Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a high out of range pacing impedance measurement on the non-boston scientific right atrial (ra) lead connected to this device. No adverse patient effects were reported. The device and leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed as the evaluation result codes and evaluation conclusion code have been updated.